Event description:
The radiopaque marker tip of the subject device became separated from the guiding catheter. No complications were reported to have occurred with the pt.

Manufacturer narrative:
Device has not yet been returned to the manufacturer for technical analysis.